Event description:
It was reported that the patient lost several pounds which contributed to pocket migration of the device and subsequent left ventricular lead and atrial lead micro dislodgement and exit block on the lv lead. Thresholds on both leads is now high due to the leads pulling back. After the outputs on the leads were reprogrammed lower and repositioned; interrogation of the device still showed seven months of longevity. The physician then decided to replace the device and leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.